Event description:
During a remote follow-up, undersensing was observed on the device. The physician elected to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.